Manufacturer narrative:
Evaluation found physical damage to the unit, likely the result of mishandling or being dropped. Damaged power entry module prevented powering on. Misaligned mirror would allowed excess light heat to damage the wolf port. The reported complaint was confirmed from the evaluation. No manufacturing, workmanship, or material deficiency has been identified.

Event description:
A customer reported that the 00mlx mlx 300w xenon lightsource has no power and noted a little melting around the wolf port. There was no known patient injury or delay in surgery.